Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication the product caused or contributed to and adverse event. The pump was returned to the manufacturer and investigation by product analysis was completed 2-jan-2018. On investigation, review of the black box data confirmed 078-0008 motor rewind errors recorded. The pump powered on normally and consistently replicated the alleged cs078 alarm during the investigation. Investigation revealed traces of moisture/corrosion in a critical area of the motor drive circuit inside the pump. Unrelated to the complaint, the battery compartment was noted to be cracked and the display screen was dim/discolored.